Manufacturer narrative:
(B)(4). The healthcare facility reports that no complications were experienced during the implantation procedure and that the immediate post-operative result was as expected. Intravitreal avastin is reported to have been administered to the patient during or after surgery. Post iol implantation, the patient underwent a retinal repair procedure. During this procedure, silicon oil was introduced into the eye which was later exchanged with sf6 gas. Lens dulling was observed for the first time in (B)(6) 2015 affecting the patient's vision. The patient is reported to have only light perception vision. The superflex aspheric 920h iol was explanted on (B)(6) 2016. The patient received an iol exchange during this procedure. The device analysis concludes "sem and edx spectroscopy revealed crystalline deposits made of capo4 on and below one surface of the iol. It is reported that the opacification was seen after the vitreo-retinal surgery. More data is required to strengthen the assumption that the opacification might have been caused by the vr surgery." Our review of production records for the superflex aspheric 920h iol batch 083e50098 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (august 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 083e50098.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states "lens became dull after retinal repair + gas c3f8."

Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The healthcare facility reports that no complications were experienced during the implantation procedure and that the immediate post-operative result was as expected. Intravitreal avastin is reported to have been administered to the patient during or after surgery. Post iol implantation, the patient underwent a retinal repair procedure. During this procedure, silicon oil was introduced into the eye which was later exchanged with sf6 gas. Lens dulling was observed for the first time in (B)(6) 2015 affecting the patient's vision. The patient is reported to have only light perception vision. The superflex aspheric 920h iol was explanted on (B)(6) 2016. The patient received an iol exchange during this procedure. The explanted iol has been returned to rayner and will be sent to an independent third party laboratory for analysis. The results of the device analysis will be provided in a follow-up report. Our review of production records for the superflex aspheric 920h iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (august 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states "lens became dull after retinal repair + gas c3f8".